Manufacturer narrative:
H4: device manufacture date: february 26, 2021 - february 27, 2021. H10: the device was received for evaluation. A visual inspection was performed and showed the bladder had been ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the issue and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon of a small volume infusor ruptured during filling. The device was manually filled via a syringe with normal saline after the device had been filled with 5-fluorouracil. When the bladder ruptured, the pink coil cap dislodged at the same time. There was no patient involvement. No additional information is available.